Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged from the balloon. The lesion being treated was none-calcified, 75% stenotic in a none-tortuous left anterior descending artery (lad). The lesion was not predilated. As the physician attempted to reach the lad with a taxus express2 8.8% 3.0 x 16 mm stent he felt significant resistance crossing a previous placed stent. The physician then decided to withdraw the taxus stent back into the guide catheter, however, during withdrawal the stent dislodged from the balloon. The physician successfully removed the dislodged stent with a snare technique. The procedure was successfully completed using a new taxus express2 8.8% 3.0 x 8 mm stent. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."